Event description:
It was reported that an ilet user experienced blood glucose fluctuations, with highs to 300 mg/dl and lows to 64 mg/dl, and had been pausing the ilet to avoid perceived impending lows; the user¿s lifestyle and insulin needs had changed, and the user ingested oral glucose for lows. Symptoms included hypoglycemia with shaking/tremors and hyperglycemia, as well as reported hot flashes/flushes. Outcomes included an unexpected medical intervention in the form of medication intake for hypoglycemia. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem and characterized the event as a use-of-device issue, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.

Manufacturer narrative:
Initial.